Event description:
Milrinone drip infusing via spectrum IV pump. Milrinone 200 ml. Bag hung w/rate of 7.5 ml/hr at 19:20 pm. At 21:36 pm, bag was noted to be empty (pump alarming "air in line"). Surgical team at bedside and critical care team also aware. IV pump removed from room and sent to biomed for testing. The pump remained out of service until sent to baxter. (Upon review it was noted the same pump was found to over infuse last year. No problems found on pm at that time.) No harm to either patient.

Event description:
Milrinone drip infusing via spectrum IV pump. Milrinone 200 ml. Bag hung w/rate of 7.5 ml/hr at 19:20 pm. At 21:36 pm, bag was noted to be empty (pump alarming "air in line"). Surgical team at bedside and critical care team also aware. IV pump removed from room and sent to biomed for testing. The pump remained out of service until sent to baxter. (Upon review it was noted the same pump was found to over infuse last year. No problems found on pm at that time.) No harm to either patient.